Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as a transcatheter aortic valve implant procedure, hemorrhaging was observed. Additional information was received to report the "right" side of the patient's body was used for vascular access and insertion of the delivery catheter system. The minimum access vessel diameter was 4.3mm x 5.7mm. However, no information was provided regarding the location of the access site. Additionally, the side of the patient's body and location where the hemorrhage occurred was unknown. It was noted patient anatomy was not a contributing factor to the hemorrhage. It was confirmed a non-medtronic guidewire and sheath were used for the implant procedure.

Event description:
It was reported that following a transcatheter aortic valve implant procedure, hemorrhaging was observed.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2024. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as a transcatheter aortic valve implant procedure, hemorrhaging was observed. Additional information was received to report the "right" side of the patient's body was used for vascular access and insertion of the delivery catheter system. The minimum access vessel diameter was 4.3mm x 5.7mm. However, no information was provided regarding the location of the access site. Additionally, the side of the patient's body and location where the hemorrhage occurred was unknown. It was noted patient anatomy was not a contributing factor to the hemorrhage. It was confirmed a non-medtronic guidewire and sheath were used for the implant procedure.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device: expiration date, lot#, and full UDI# h4. Device mfg date corrected data: h3. Device evaluated h6. Device code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.